Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 90 year old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that there was a noise event within the first segment of the analysis that triggered a fourth segment to be analyzed. Segment one was not used in the determination results. Segment two was classified as a slow ventricular rhythm. Segments three and four were both determined to be ventricular fibrillation (vf). The analysis algorithm was influenced by artifact that appears to have been caused by some form of motion with either the patient or an operator touching the patient or electrodes. The underlying rhythm presented was not shockable, it is evident that the rhythm was corrupted making the analyzed rhythm appear chaotic and disorganized. During an actie ECG analysis it is advised to keep the patient as motionless as possible. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.